Event description:
It was reported that during a rotator cuff repair procedure using a magnum 2 knotless implant, the anchor would not tension the suture preventing the doctor from deploying the anchor. It was necessary to drill a new bone hole to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The reported devices were returned for evaluation and were intended for treatment. There was a relationship found between the returned devices and the reported incident. The visual inspection shows the first (1) device was received with a suture snared through the anchor however the suture is not a magnumwire. The IFU indicates to use only magnumwire with this device. Also the suture on this device appears to be incorrectly loaded, there should be six centimeters of each suture leg extended from the distal end of the implant. The second (2) device was received undeployed with the snare line intact, but there was no clinical suture the third (3) device was received undeployed, but with the anchor slightly bent. Also the snare line loop was intact, but there was no clinical suture. The fourth (4) device was received fully deployed, and no visual discrepancies. Functional test of the magnum 2 cannot be performed due to the implant is a single use device. The complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: use of other sutures will compromise suture locking integrity, incorrect loading can result in a dropped suture, and care should be taken to properly align the bone hole and inserter to prevent damage to the implant. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.